Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing hypoglycemia over the course of the past three months. The customer was at 137 mg/dl at the time of the call. The customer was hospitalized on an unknown date for high blood glucose and diabetic ketoacidosis. The customer was treated by disconnecting the insulin pump, intravenous fluids, and insulin drip. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. While hospitalized, the customer's hyperglycemia transitioned into severe hypoglycemia and the customer was transferred to the intensive care unit. The patient believed that the insulin pump was bolusing on its own, and that the device even did so while their doctor even held the device in his hands; a 6-unit bolus was programmed without user input. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. However, insulin dripped from the end of the set after completing their last infusion set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Insulin pump received with stained end cap sticker and back address serial number label. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.